Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause could not be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an internal iliac artery embolization procedure, the implant coil unexpectedly detached during retraction into the catheter. A snare device was used to remove the coil from the patient. There was no reported patient injury. The patient was reported to be in stable condition.